Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4068-58, lead, implanted: "(B)(6) 199". (B)(4).

Event description:
It was reported that the patient experienced pocket stimulation, and also indicated that "it has been getting worse over the past six months". The right atrial (ra) lead recorded low impedance measurements. The doctor chose to turn off the ra lead. No patient complications have been reported as a result of this event.